Event description:
The customer reported the unit turns itself off. No pt injury was reported.

Manufacturer narrative:
A ge service rep replaced the x-ray tube, performed filament calibration, and verified collimator centering and beam alignment. The system operates as intended.